Event description:
After retransfusion (blood returned to pt), dialysis was completed. Rptr about to remove tubing from machine when the tubing (med port), attached to top part of venous chamber, fell off.